Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose levels and wanted to verify that the insulin pump was functioning properly. Customer stated that her basal rates had recently been changed. Blood glucose level at the time of the incident was 42 mg/dl. During troubleshooting, the customer was advised to contact her health care provider to make those changes. The insulin pump was not replaced or returned for analysis.